Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were impedance warnings on the right ventricular (rv) and right atrial (ra) leads. It was also reported there was low impedance on the ra lead. The leads remain in use. No patient complications have been reported as a result of this event.